Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The philips service engineer (se) inspected the device. The se confirmed the reported issue and also found that the light emitting diode (led) status was not active. The se replaced the air and exhalation flow sensor and the power status overlay. The ventilator passed all testing and was returned to use.

Event description:
It was reported that the ventilator had low tidal volume. There was no patient involvement. The event date was not specified; estimate used.